Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was "overheated and died". There were no delays to the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device heated up making a loud noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be excessive force during use.. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the assignable root cause was determined to be due to normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.